Event description:
It was reported that during a coronary stenting treatment procedure, a dissection occurred. The patient presented for a planned percutaneous intervention of an 80% stenosed lesion in the moderately tortuous and moderately calcified mid right coronary artery. A mach1 al1 guide catheter was placed and a non-bsc guidewire was advanced through the lesion. A 4.0x20mm maverick balloon was inflated to 8 atm's to predilate the lesion and a dissection occurred. The physician attempted to use a 4.5x28mm liberte' bare metal to treat the dissection, but was unable to cross the lesion. A buddy wire and a non-bsc balloon were also unable to cross the lesion. Two new non-bsc guide wires were placed to straighten the vessel wall and another non-bsc wire was passed through the lesion. Finally, two liberte' bare metal stents, sizes 4.0x20mm and 4.0x16mm were placed to successfully complete the procedure. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.